Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-4600-c, serial/lot: (B)(4), description: suretek burr hole cover kit. Model: db-4100a, serial/lot: (B)(4), description: or cable and extension.

Event description:
A report was received that the patient experienced agitation over the last couple of days after her stage 1 lead implant procedure on (B)(6) 2019. The patient had a postoperative CT scan the following day after her surgery. However, the physician could not figure out why the patient was behaving abnormally. An MRI was performed on (B)(6) 2019 and it was found that the patient had a brain hemorrhage. The patient was sent to the intensive care unit (ICU) and is being monitored closely.

Manufacturer narrative:
A review of the manufacturing documentation for the lead db-2202-45 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the manufacturing documentation for the burr hole cover kit db-4600-c (batch/lot number: 23403353) and or cable and extension db-4100a (batch/lot number: 21683583) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced agitation over the last couple of days after her stage 1 lead implant procedure on (B)(6) 2019. The patient had a postoperative CT scan the following day after her surgery. However, the physician could not figure out why the patient was behaving abnormally. An MRI was performed on (B)(6) 2019 and it was found that the patient had a brain hemorrhage. The patient was sent to the intensive care unit (ICU) and is being monitored closely.